Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information from technical support, successfully reset the pump, and was instructed to call back if the malfunction recurred, which it did not.